Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the display screen was very dim and the text lettering was turning orange/pink. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/19/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/31/2014 with the following findings:during testing, the display screen was found to be faded and discolored. Setting the contrast to a maximum setting did not resolve the issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.